Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that an image was not displayed due to faulty videoscope cable (maj-1558 cable). Based on feedback from the field service engineer (fse), a spare device was used to cross test which found the event was caused by poor videoscope cable and not by the subject image processor, hence, the subject image processor will not be returned. Additionally, the maj-1558 cable has exceeded its warranty period and cannot be repaired. The cable has been discarded by the customer. The customer has purchased a new product and the problem has been resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus field service engineer (fse) reported that a spare device was used to troubleshoot the issue. It was observed that the reported issue (no image) was caused by a bad videoscope cable 150 (maj-1558) and not by the subject device. Hence, the subject device will not be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The customer reported that there was no image when connecting the subject device to the scope. The reported issue was observed during reprocessing after the procedure. There was no patient or user injury reported due to the event.